Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that they broached and trialed a size 5 std stem. After trialing, the surgeon implanted a size 5 summit std stem. The size 5 stem seated below the desired level. Took the size 5 out and broached a size 6. Implanted a size 6 summit std stem. Surgical delay 5 minutes.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.